Event description:
Procedure type: low anterior resection (lar). According to the rptr: approx 6 weeks ago, the pt had a lar. At some time post operatively, the pt had an anastomotic leak requiring re-operation where half of the staple line was found to be open. Due to complications, the pt had to have a permanent colostomy. It could not be reported how much blood loss occurred.

Manufacturer narrative:
(B)(4).